Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 40 mg/dl in last week, customer reported that auto mode was not activated at the time of reported event. Customer stated that she was not aware that she was not in auto mode. Customer reported she also had blood glucose levels at different time such as 58 mg/dl, and 46 mg/dl and 80 mg/dl. Customer also reported blood glucose level of 61 mg/dl so she took sugar pills and it then went to 101 mg/dl. Customer reported that she had blood glucose level of 52 mg/dl, she took 2.2 unit insulin and suspend insulin pump and then her blood glucose was of 151 mg/dl. Customer reported she ate lunch and found her blood glucose of 62 mg/dl. Customer did not wanted to troubleshooting for low blood glucose. Customer stated that she was on optavia diet from a year. Customer stated that she activate the auto mode now and it was working fine. Insulin pump will not be returned for analysis.